Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "blood seems to clot at y site connection causing the tubing to leak." The infusion had completed when the clot and leaking area was noted.

Manufacturer narrative:
The photo provided by the customer shows leaking from the pvc tubing to the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "blood seems to clot at y site connection causing the tubing to leak." The infusion had completed when the clot and leaking area was noted.